Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no issues with the device. A microscopic examination of the balloon and blades found no damage. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 10 atmospheres with no leaks noted. The inflation device was verified at 10 atmospheres before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states "the recommended sheath size for this device is a 7 french sheath" (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, bleeding occurred. The target lesion was located in the non-calcified and moderately tortuous shunt. The 6.00mm/2.0cm/50cm peripheral cutting balloon was inflated four times. After removal of the cutting balloon from the patient, the 6fr non-bsc introducer sheath was noted to be torn. The physician noticed there was bleeding at the vascular access site but continued the procedure. A 7fr unspecified sheath and the cutting balloon were reinserted into the patient and the lesion was dilated again. Astriction was performed to treat the bleeding. The physician commented that it was possible that the bleeding occurred due to the blade of the cutting balloon. There were no further patient complications reported and the patient's status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, bleeding occurred. The target lesion was located in the non-calcified and moderately tortuous shunt. The 6.00mm/2.0cm/50cm peripheral cutting balloon was inflated four times. After removal of the cutting balloon from the patient, the 6fr non-bsc introducer sheath was noted to be torn. The physician noticed there was bleeding at the vascular access site but continued the procedure. A 7fr unspecified sheath and the cutting balloon were reinserted into the patient and the lesion was dilated again. Astriction was performed to treat the bleeding. The physician commented that it was possible that the bleeding occurred due to the blade of the cutting balloon. There were no further patient complications reported and the patient's status is good.